Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-50 (B)(4)escription: artisan 2x8 lim,50cm a review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient's pain got worse when she turned the stimulation on or off. The patient's precision system was explanted.